Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents"; chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled four times. During the first sampling, the scope tested positive for 75 colony forming units (cfus) of klebsiella pneumoniae. During the second sampling, the scope tested positive for 13 cfus of staphylococcus aureus, staphylococcus hominis and staphylococcus haemolyticus. During the third sampling, the scope tested positive for 1 cfus of pseudomonas oryzihabitans. During the fourth sampling, the scope tested positive for 11 cfus of micrococcus luteus. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was uncovered that the glue of the light guide cover glass was porous. It was observed that the probe unit had damage. It was also observed that the glue of the bending section cover had discoloration. It was lastly observed that the bending angle and the play did not pass angulation inspection in all direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow - up with the user facility, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer did not specify if a detergent is used during the pre-cleaning process. During the manual cleaning process, the customer uses salvanios detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses kit double cleaning brush vytil and a single use, single ended cleaning brush (bw 400 by olympus) brushes. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a wassenburg wd 440 machine is used with wassenburg endohigh detergent and wassenburg endohigh (disinfectant). The scope is stored horizontally in a surestore cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. The final report will be submitted upon completion of the investigation.